Manufacturer narrative:
Device codes and relate to component code. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. A 5.0 x 150, 75cm mustang¿ balloon catheter was selected to dilate a vessel. However, it was noted that the balloon did not inflate properly. The balloon inflated in sections instead of all at once. It was also noted that the balloon did not deflate. As a result, the physician had to cut out the balloon. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The device was received inserted through a 6french size sheath. The balloon was partially withdrawn through the sheath. The exposed section of the balloon identified a complete circumferential tear/cut in the balloon material. The tear was located at 11.5cm distal to the distal edge of the proximal markerband. The distal section of the balloon tear was completely bunched and positioned towards the tip. No other tears were noted in both sections of the balloon. An examination of the distal edge to the introducer sheath found that the edge of the sheath was flared. This type of damage is most likely as a result of attempts to withdraw the distal section of the balloon tear back through the sheath. The device was attached to an encore inflation unit and liquid was passed through the device and out through the site of the balloon tear. This confirmed that there was no restriction present in the inflation lumen. Using a blade the balloon material was dissected at the proximal transition zone in order to inspect the lapweld area. An examination of the lapweld fingers found no issues and no issues were noted with the positioning of the proximal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. A 5.0 x 150, 75cm mustang¿ balloon catheter was selected to dilate a vessel. However, it was noted that the balloon did not inflate properly. The balloon inflated in sections instead of all at once. It was also noted that the balloon did not deflate. As a result, the physician had to cut out the balloon. No further patient complications were reported.